Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a drain complication during drain 2 of 5. Peritoneal dialysis patient was instructed to cancel treatment. When removing the cassette from the cycler, a fluid leak was observed. Patient advised to discontinue use of the cycler and the patient reverted to continuous ambulatory peritoneal dialysis treatments until a replacement cycler was received. Additional information was solicited.

Manufacturer narrative:
Catalogue number. Unique identifier (UDI). Lot number. The alleged event was not confirmed. The complaint sample was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."